Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an ablation procedure, a farawave catheter was selected for use. Midway through the left-sided pulse field ablation, the catheter wire became stuck, and the device could no longer be reshaped. The procedure was completed using a non-boston scientific device, with no patient complications. The device is not expected to be returned, as it was contaminated of following the procedure.

Manufacturer narrative:
B5: describe event or problem - updated.

Event description:
During an ablation procedure, a farawave catheter was selected for use. Midway through the left-sided pulse field ablation, the catheter wire became stuck, and the device could no longer be reshaped. The procedure was completed using a non-boston scientific device, with no patient complications. The device is not expected to be returned, as it was contaminated of following the procedure. Additional information revealed patient was given heparin and act results prior to the event was over 300.